Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metallosis, pseudotumour and severe pain. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production the available medical documents were reviewed. According to the provided implantation report, the bone quality was moderate good. It was reamed up to 48 mm, which is of equal size as the implanted cup outer diameter. According to the surgical technique (2006, USA), it should be reamed to 1 to 3 mm smaller than the cup size. The cup was placed in 30° of anteversion, which is 10° above the suggestion from the surgical technique. According to the provided revision report, the patient had pain and increased metal ions and evidence of pseudotumor. During the revision, a mass of fluid came out of the synovium and there was pseudocapsule tumor. The cup had relatively little bone posteriorly and superiorly. Whether the cup position, the reaming and the bone coverage of the cup contributed to the reported findings remains unknown and cannot be further investigated based on the provided documents. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported the left hip revision surgery was performed. Metallosis, pseudotumour and severe pain reported. Bilateral patient with right hip devices still implanted.